Event description:
During a procedure, it was reported that the stockert generator an error 9 message was displayed. The equipment was turn off and on, it passed the self test. The case was continued. Then, the temperature limiter and the impedance cut off repeatedly on the stockert. The thermocool® sf nav bi-directional catheter was taken out of the patient and found considerable char on the tip. The catheter was flushed through. The case was continued and an error 9 appeared again, followed by impedance spikes. A second stockert was connected to the ablation catheter and the same issue occurred (error 9 and temperature limiter appeared and impedance rises). The case was completed successfully with short rf applications and monitoring of the impedance reading. There were no patient consequences. Based on the initial information reported, as there was char noticed on the catheter tip, this complaint was determined to become reportable due to the potential risk to the patient.

Manufacturer narrative:
The device investigation is still in progress manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4) during a procedure, it was reported that the stockert generator an error 9 message was displayed. In addition, the temperature limiter and the impedance cut off repeatedly on the stockert. The thermocool sf nav bi-directional catheter was taken out of the patient and found considerable char on the tip. The catheter was flushed through. The case was continued and an error 9 appeared again, followed by impedance spikes. The case was completed successfully with short rf applications and monitoring of the impedance reading. There were no patient consequences. The returned device was visually inspected and found in good physical condition. No char was found. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the char remains unknown.